Event description:
Covidien stapler when fired across a vessel that is suppose to lay staple lines and cut between the two did not either lay the staples or close correctly, resulting in bleeding. Surgeons used other measures to control bleeding, lig-a-clip, suture, dura seal and floseal.